Event description:
As reported, proper hemostasis was not achieved after removing a 5f mynx control vascular closure device (vcd). Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The user followed in the instructions for use (IFU). The vcd used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. At the femoral puncture site, there was moderate vessel tortuosity. Pulsatile bleeding was noted immediately upon removal of the device, and the sealant was confirmed to be deployed in the proper location. No issues were noted during balloon retraction or the button #2 step. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, proper hemostasis was not achieved after removing a 5f mynx control vascular closure device (vcd). Manual compression was performed for twenty minutes for hemostasis. There was no reported patient injury. The user followed in the instructions for use (IFU). The vcd used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. At the femoral puncture site, there was moderate vessel tortuosity. Pulsatile bleeding was noted immediately upon removal of the device, and the sealant was confirmed to be deployed in the proper location. No issues were noted during balloon retraction or the button #2 step. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. About the sealant sleeves, these were returned retracted as expected per the activation of the deployment mechanism condition was observed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device since the device was received fully deployed and due to the nature of the event, since patient related events cannot be duplicated in the lab. Without procedural images of closure, the exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.